Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from (B)(6) 2009 until (B)(6) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. The defective instrument was not received for evaluation. The samples reviewed have been forwarded for evaluation and review of the device history record. Without the actual sample, we were unable to confirm the reported condition or assign a root cause. A historical complaint review was conducted with no trend found for this type of complaint on this product code. No corrective actions taken at this time. Packager reviewed DHR and complaint records with no issues found.

Event description:
The insulation came off inside of patient. No injury.